Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a red and weeping skin irritation under the front-therapy electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a lotion for the skin irritation. Follow up indicated that the physician advised the patient to return the lifevest equipment and the skin irritation improved.